Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation but has not been received at glaukos¿ evaluation center. Therefore, product testing on the actual device could not be performed at the time of this report. The device history record review (including sterilization records) of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Malpositioned stent, trocar issue, iris damage, iop increase and hyphema are identified as known inherent risks of trabecular microbypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that compromised intraoperative visualization including the surgeon¿s technique and experience with the device were the contributing factors to the reported event. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon was unable to implant properly one (1) of the two (2) stents from a trabecular microbypass stent system due to intraoperative complications due to compromised visualization and the surgeon¿s technique/experience with the device. Per report, the surgeon viewed one (1) stent well-positioned but could not locate the second stent- possibly obscured by heme. The report noted that the trocar broke while examining the whereabouts of the second stent. Additionally, in attempt to retrieve the trocar remnant using vr forceps, the tip inadvertently slid under the iris at angle causing some separation of the iris root. The surgeon suspected that the trocar fragment was removed during irrigation and aspiration. Through follow-up, the surgeon provided the following additional information. The patient underwent a right eye (od) cataract plus stent procedure, and the corneal opacity was observed mostly peripheral intraoperatively. During postoperative examination, the corneal opacity was observed a little hazy both centrally peripheral with some heme in the anterior chamber (ac). The surgeon believes poor ocular surface to start with, and premature wound hydration caused the corneal opacity. No descemet detachment was observed postoperatively. Moreover, the reported iris damage was characterized as trivial/inconsequential with no intervention required and no adverse patient impact. Postoperatively only one (1) stent was visible and well implanted, and the other stent is unable to be visualized. Per report, the trocar tip was not located, and was possibly removed by phaco, but cannot be confirmed. The patient is being monitored through frequent follow-up reviews. The patient status was reported as back on medications to lower iop immediately, with no iris issue at this stage. Per report, the event appears to be resolved and will continue to monitor.

Manufacturer narrative:
The evaluation of the returned device was completed. The broken tip of the trocar was not returned. An x-ray evaluation revealed that the cam assembly had been activated twice and no stents were found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken at the splay. This finding likely occurred during the surgical procedure. The trocar was likely heavily bias outside of the v-slot during the procedure, causing the stent flange to collide with the trocar splay, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily biased trocar during the deployment of the second stent. MFR# reference: (B)(4).

Event description:
Through follow-up, the following information was received. Per report, the trocar tip and the second stent were unable to be visualized in the patient's eye (od) postoperatively. The reported hyphema was described as grade 0 with no visible layering. Notably, the transient hyphema was due to attempts to implant the stent in the trabecular meshwork (tm) during the procedure, which resolved intraoperatively without intervention and no adverse impact to the patient. The report also noted the patient was not on anticoagulants at any time.